Event description:
The valve was implanted and an angiogram showed one leaflet was stuck and the second leaflet had impeded motion. The surgeon stated the patient was well coagulated resulting in no evidence of a clot, but he suspected pannus growth. The patient expired prior to surgery being performed.